Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead had fallen. As a result of the fall, the lv lead had dislodged and had loss of capture (loc). The lv lead has been removed from service. A new lead will be placed. No other adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.